Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The reports that the unit is not charging and has no power. Upon triage on (B)(6) 2016, it was discovered that there was a burnt component on the unit's pcb.